Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl between 24 and 36 hours of wearing the pod. The patient reported that they were not sure the pod was delivering insulin, and they noted leaking from the pod site on their leg. The device investigation found a tear in the cannula.

Manufacturer narrative:
The left side of the exposed soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone16.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.